Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse programmed an infusion (medication or IV fluids unspecified) to run at 30 ml per hour and when 2 hours later, when the nurse checked the infusion, nothing had been infused. There was no patient harm or medical intervention required. Customer stated that no further patient or event details are available.